Event description:
It was reported that the patient experienced syncope. The device had a pacing problem and was explanted and replaced. The right ventricular lead had high threshold. During replacement of the device, the lead exhibited high threshold and artifacts when connected to the new device. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.